Manufacturer narrative:
Evaluation summary: analysis was performed and no anomalies were found; full lead returned and analyzed.

Event description:
It was reported that during implantable pacing lead (ipl) implant procedure, no abnormality noticed during inspection prior to use. The ipl tip could not be retracted after the tip was extended. Physician replaced the ipl with another lead to complete the operation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.